Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between april 17-18, 2024. The device and three photographs were received for evaluation. A visual inspection was performed on the actual sample, and it was noted that there was a leak of tpn (total parenteral nutrition) solution into the overpounch. The returned photographs were reviewed, and it was noted that there was a leak from the administration port. Functional testing was performed, and a leak was observed from the administration spike port bonding area of the returned sample. The reported condition was verified. The cause of the reported condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This occurred during setup prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.